Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced hormone level abnormal ("hormonal changes"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), rash ("rashes") and weight increased ("weight gain"). In (B)(6) 2006, the patient experienced visual impairment ("vision problems") and eye disorder ("eye problems"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems") and dyspepsia ("heartburn"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping") and abdominal pain upper ("stomach area pain"). The patient was treated with ibuprofen and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, dyspepsia, hormone level abnormal, migraine, rash, weight increased, visual impairment, eye disorder and abdominal pain upper outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Computerised tomogram - in 2005: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to 2005 (product updated to ess205). Essure removal date ((B)(6) 2009) added. Treatment medication added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), fatigue, heartburn, hormonal changes, migraines, stomach pain, rashes, weight gain, vision problems and eye problems added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2009, she underwent a pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.